Manufacturer narrative:
Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A product investigation was performed. Part: 03.113.023, lot: l092998, (B)(4), release to warehouse date: 18 aug. 2016. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip off the drill bit broke off in bone while drilling through tissue protector during an open reduction internal fixation (orif) of acetabulum on (B)(6) 2017. After taking a few extra x-rays, the tip of the drill bit was eventually removed. The drill bit did not break into pieces, so no fragments were generated. The procedure was completed successfully. There was a surgical delay of a few minutes. There was no harm to the patient. Concomitant device (s) reported: unknown tissue protector (unknown part and lot number, quantity # 1), 3.5mm universal drill guide (part # 323.36, unknown lot number, quantity # 1). This report is for one (1) 2.5mm calibrated drill bit. (B)(4).